Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3 ¿ unknown day in feb-2024 additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? 13.2.24 what date /day post op was the reaction noted? Infection 2 weeks post-op was any prescription strength medication prescribed? Please specify? No were any cultures taken? Results? No were any pre-op or intra op cleansing procedures changed recently? If yes, please describe unknown please describe how was the adhesive was applied. ¿ primarily the mesh was applied and then the dermabond prineo was applied on top of the mesh. What prep was used prior to, during or after adhesive use? Wet and dry cleaning was a dressing placed over the incision? If so, what type of cover dressing used? Sterile dry gauze pad is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown patient demographics: initials / ID, gender, age or date of birth; bmi unknown patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No product code and/or lot of product used? Clr222 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Infection was any prescription strength medication prescribed? Please specify? Were any cultures taken? Results? Were any pre-op or intra op cleansing procedures changed recently? If yes, please describe please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a knee replacement on (B)(6) 2024 and topical skin adhesive was used. According to the surgeon, at the beginning of the operation they cleaned the surgical area as in any surgery and then placed a layer of steri-drape which is a sterile covering in the area of the surgical incision containing iodine which is intended to reduce infection rates. After these preparations, according to the surgeon, they performed the course of orthopedic surgery, which includes replacing the knee joint with implants (not of our company) and closing the incision with various sutures up to the skin layer. Towards the end of the surgery, the adhesive product was used, on top of the skin over the surgical incision. According to the surgeon, before placing the adhesive mesh, they performed a "wet and dry" cleaning of the surgical area using sterile napkins, and after attaching the adhesive mesh, they applied the glue in an even layer and cleaned the glue leakage from the mesh with a napkin. Then they placed a layer of dry gauze pad and finally wrapped the leg in an elastic bandage. About a week after the surgery, blisters appeared near the area of the surgical incision (the main part thereof is external to the mesh and glue coverage area. According to the surgeon, it could be that the blisters are due to other reasons, including the steri drape product which contains iodine which penetrates the skin due to being attached to the skin during the entire time of the operation (approximately one to one and a half hours) and not necessarily from the adhesive product. The surgeon reported that the patient has sensitivity to the drug zaldiar. According to the surgeon, he treated the blisters by removing all the dressings, draining the blisters, cleaning the wound, stopping bleeding and applying a layer of vaseline. Additional information has been requested.